Event description:
It was reported that, during a pre-use check, the customer found leakage of air around the connection part of the anesthesia circuit. The product was not used. No patient injury was reported.

Manufacturer narrative:
(UDI) and g5 (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; no discrepancies detected. Functional test: a leak test was performed, the circuit did not pass the leak test. The most probable root cause of the issue was deemed to be manufacturing related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.